Manufacturer narrative:
(B)(4). CAPA analysis: this device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. During improper use, the operator may engage the c-ring with the cautery tool and transect it. CAPA (B)(4) was initiated in response to the potential for the portion of the c-ring with the attached scope wash tube to become dislodged from the cannula after the c-ring is transected. The c-ring could fall into the patient, requiring intervention to retrieve the part from the body. The CAPA remediates this risk to the patient should the operator fail to avoid engaging the c-ring with the harvesting tool. The design of the cannula has been changed to include the addition of a retention rib on the scope wash tubing, which prevents the c-ring and tubing from falling out of the cannula if the c-ring is transected. The implementation date for the changes was 29-may-2014. The effectiveness verification period for this CAPA concluded on 31-january-2015. The CAPA is deemed effective if there are no product complaints requiring retrieval of the c-ring from the patient. An analysis of c-ring transections that resulted in foreign body retrieval since the implementation date and published complaint trending reports shows that there are currently "0" complaints requiring retrieval from the body of any part of the c-ring for all products using the vv7 cannula as defined in the effectiveness verification plan. The summary of implementation is available for review in CAPA file. (B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring transected by cautery tool." The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during use. The hospital did not report any patient effects. A replacement device was used to complete the surgery.

Manufacturer narrative:
September 03, 2015 03:36 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during use. The hospital did not report any patient effects. A replacement device was used to complete the surgery.